Event description:
It was reported that, after a left tha had been performed on (B)(6) 2003, the patient suffered a dislocation/subluxation. This event was addressed via revision surgery on (B)(6) 2007 to explant liner and head. Patient health status is not known. This information was provided by (B)(6), following a review of the data conducted in september 2021.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, after a left tha had been performed on (B)(6) 2003, the patient suffered a dislocation/subluxation. This event was addressed via revision surgery on (B)(6) 2007. This information was provided by the national joint registry of the united kingdom. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The IFU (lit. No. 12.23 ed 03/21 & lit. No. 5010100 12/03) lists dislocation as known possible side effect/ complication resulting from a hip arthroplasty. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Based on available information, the reported failure mode cannot be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. The root cause for the reported dislocation is stays undetermined. The need for corrective action is not indicated. This complaint will be reopened should additional information or the device be received.